Manufacturer narrative:
(B)(4).

Event description:
Information was received from a representative regarding a patient receiving intrathecal medication via an implanted pump system. The patient's catheter was occluded at the iliac crest. The catheter was replaced with an 8781 ascenda catheter. Additional information was requested to determine what intrathecal drug the pump contained; other medications that the patient was taking at the time of the event; pertinent medical history; what symptoms the patient experienced; what troubleshooting was performed; and what caused the occluded catheter.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. Abrasions were seen on the catheter body, but no leaking was seen. H6 - eval codes were updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.